Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair during device setup, and the user was instructed to toggle settings and re-enter the pairing code, after which the pairing process restarted. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no impact to therapy and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure with the external cgm device, with resolution attempted through standard pairing restart steps consistent with known connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction during setup.